Manufacturer narrative:
This is the same event as 3010536692-2015-01782.

Event description:
Allegedly, patient was revised due to mom complications: pain; elevated cobalt levels; impaired gait and mobility; and evidence of metallosis with loosening of the acetabular component with blood tinged and clear synovial fluid: right.